Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy the clip was used on the cystic artery, 3 clips were fired successfully, then when fired on the cystic duct the clip that came out from the jaw was spun (malformed). Attempted again for 2 times and clip was changed. There was no consequence to the patient.